Event description:
A customer reported to baxter (B)(4), a continu-flo set that had a line that did not flush any fluids through. This condition occurred before usage. There was no report of patient involvement or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An actual sample was sent to the plant for evaluation. The sample was visually checked. The sample's analysis showed that the valve was inverted then tested for gravity and underwater at 0.56 bar. The liquid did not flow; hence, the blocked tubing reported by the customer was confirmed. The cause of this condition was not identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.